Event description:
It was reported that low sensing was observed on the right ventricular (rv) lead. During revision, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.